Event description:
It was reported to philips that the system corruption during software update; hard disk replaced on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).